Event description:
The customer has reported that the sthc1 is giving green error codes. The united medical systems engineer has requested to have the green cable evaluated for damage. The sthc1 is used on a fischer system. The mkey1 key pad has a broken forward button. The button will not allow for the cutter to become activated. The breast biopsy was completed. There were no pt consequences reported.